Event description:
It was reported that the customer received an alarm and insulin delivery was stopped. The customer cleared the alarm and resumed insulin deliver. The customer's blood glucose level was 164mg/dl. The pump history showed that an auto alarm occurred. The customer had not interacted with the pump since the prior day. The customer acknowledged that the auto-off feature would be discussed with the health care provider.

Manufacturer narrative:
Serial number changed from (B)(4). Mfg date: date changed from 01/01/2014 to 02/01/2015.

Manufacturer narrative:
The t:slim pump user guide states: "you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs or off)." The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.